Manufacturer narrative:
Pt info: information unknown/ not provided per country's personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). It was indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck into the patient's operative eye when being implanted. Account's brief description of the event indicated that the fully inserted iol was not able to unfold into position due to being stuck in the wound. Therefore, the doctor removed and replaced the iol with a back-up lens. Patient has reportedly fully recovered. Visual acuities provided as 0.3 pre-operative and 0.6 post-operative. The replaced iol was discarded. No further information available.